Event description:
It was reported that a malfunction 9 alarm occurred. No fault ID. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.